Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - how long (in minutes) did the surgery prolong? - what tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a laparoscopic bilateral hernia repair surgery on (B)(6) 2024 and barbed suture was used. During the procedure, on the afternoon, at 14:00, following the doctor's advice, the surgery was performed. During the laparoscopic bilateral hernia repair surgery operation, the chief surgeon used a 10mm puncture device to insert the suture into the laparoscope and found that the problem of pulling off suture needle happened. The needle was not seen, and the team leader immediately reported it to the team leader. The team leader contacted the c-arm machine for fluoroscopy and the radiology department for imaging, but no needle was found in the patient's body. Finally, the needle was found on the second layer of cloth on the operating table, and the surgery continued. No adverse patient consequences were reported. Additional information was requested.